Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between: may 11, 2018 to may 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.